Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous left circumflex artery. A 3.00x38mm synergy drug-eluting stent was advanced to treat the lesion. However, the device got caught with a non-bsc stent deployed from left main trunk to left anterior descending artery. The device failed to cross and upon removal, it was noted that the stent was lifted. The procedure was completed with a different device. No patient complications were reported.